Event description:
Customer reported a malfunction on pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump, and customer was able to continue using it without any recurrence of malfunction code. Customer was advised to contact support again if issue reappears and confirmed understanding of instructions.